Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a black screen and did not power up. They had attempted basic troubleshooting by switching the station off and on; however, the issue persisted, and the screen remained completely black during startup. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the medstation had a black screen. A field service engineer (fse) had checked all the drawers and found no issues then restarted the station and verified that the station was working. The system functioned as intended after the field service engineer repaired the device.